Manufacturer narrative:
The pump not been returned,it was requested to be return for further investigation. A follow up MDR will be submiyted in the event the pump involved or additional information becomes available.

Event description:
On 05/31/2024, intuvie received a report from the customer reporting a zyno pump had malfunctioned and was given "system error". No patient injury/harm reported.